Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received pump error alarms. The customer's blood glucose was 96 mg/dl. The customer was assisted with troubleshooting and would call back after clearing active insulin and if not able to get pump into auto mode.